Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass surgery, while creating the gastric pouch, there was a staple formation issue, disorganized staple arrangement, and failure to cut tissue. The procedure time was extended by less than 30 minutes. The surgeon used manual sutures to reinforce the staple line and performed resection and re-stapling on nearby tissue to cut with another stapler.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted a monitor displaying a staple line. Several loose malformed staples were visible. Malformed staples were protruding from the staple line. Blood was pooling on the tissue. The tissue did not appear to be fully transected. Gauze could be seen inside the tissue cavity. It was reported that there was a staple formation issue, disorganized staple arrangement, and the knife pushed the tissue forward toward the distal end of the device rather than cutting. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.